Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. This mre review is for sterilization procedure only. Part: 04.005.536s; lot: l658144; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: november 20, 2017; expiry date: november 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in (B)(4). Part: 04.005.536; lot: l639960; release to warehouse date: november 03, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent open reduction internal fixation for femoral shaft fracture with expert antegrade femoral nail (afn) and locking screws. On an unknown postoperative date, the hospital confirmed a delayed union and that two distal locking screws had been broken. The surgeon commented that the proximal fixation might have been insufficient because the patient had varus deformity. On (B)(6) 2019, scheduled revision surgery was performed. The screw was found to be broken into three fragments and one fragment which was in the screw hole could not be removed. The surgeon added one screw in an oblique hole and another blocking screw (not through the nail). The patient is now under no-weight bearing and will be followed-up. Concomitant devices: hip screw (part: 04.003.029s, lot: 0035893782, quantity: 1), hip screw (part: 04.003.029s, lot: 0034926900, quantity: 1), end caps (part: 04.009.000s, lot: 0034263620, quantity: 1), a2fn nail (part: 04.009.457s, lot: 0004277082, quantity: 1). This report is for a 5.0mm titanium (ti) locking screw 46mm. This is report 2 of 2 for (B)(4).